Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) observed a "e10" error message in run mode on channel a of the heater cooler unit. The ccp could not clear this error message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) tested operation of the heater cooler unit and could not duplicate the reported issue. The customer will advise the fsr if intermittent issue persists. The unit operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.